Event description:
The consumer reported that the patient had chronic urinary tract infections (utis) that did not resolve. The infection was confirmed. The patient had a uti at the time of implant and had a mesh implanted. The patient didn't know if the reason the utis didn't clear up was because of the mesh or not. The patient was on medication of oral antibiotics for utis in (B)(6) 2016. The patient was off the medication for 3 weeks and now they had another one. The patient's primary care physician (pcp) just had them on another round of antibiotics and they just took the last dose and still had symptoms. The patient's white count was at 500. The patient had symptom return in (B)(6) 2016 and 3 weeks after they stopped taking the antibiotics. The patient had leakage, lost full control of their bladder, and had crippling pain. The patient had a gradual change in therapy or symptoms. The patient couldn't stand on their feet as long and they had to lie in different positions all the time to try and get comfortable. On the side of the vagina where it met the leg it stung like they got scratched real hard. These pains sometimes jumped because they were so bad. The patient had not increased the stimulation since they got it and had not tried turning it off to see if the pain went away. The patient was on 50 mg of tramadol and it didn't even touch the pain. The patient didn't have the uti anymore on (B)(6) 2016, but couldn't hold the pee since (B)(6) 2016. The patient was able to feel stimulation. The device gave the patient a slight warning, but then it just broke loose and they couldn't hold it. The patient had urgency. The patient was getting worse and had lots of pain on the left side and back. The device was implanted on the right side. The patient had no one to help them. The patient also had headaches and wanted to know if they were related. The indications for use for this patient were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.

Event description:
Additional information received from the patient reported that they are experiencing consistent pain since sometime 2015 all the time and turning stimulation up or down is not helping. They are also still having problems with not being able to make it to the bathroom. This is embarrassing for the patient, especially when they are at a restaurant. The device was checked and confirmed to be on, and the patient was given tramadol for the pain but it did not help. The patient is going to follow up with their healthcare provider (hcp).

Manufacturer narrative:
A previously reported uti has now cleared.

Event description:
Patient reported experiencing a lot of pain when she is walking. The pain is reported in her legs, spine, buttocks, and tailbone. The patient reported that "it feels like a cat is scratching inside her vagina." Patient reported that she had started leaking again so she turned up her stimulation to help with the bladder symptoms," but the pain kept on getting so bad." The patient reported that a previously uti had now cleared, but "her pee stinks really bad still." The patient denies any trauma or falls. The patient stated that her daughter helps her with using the patient programmer (pp). The manufacturer call center recommended that the patient call back with her daughter so that the manufacturer can walk through making adjustments. The call center recommended that stimulation be turned down or off to see if the pain resolved. A later call from the patient reported that her husband turned stimulation off and now the patient's pain is worse. The patient contacted her primary care physician (pcp) who directed her to by seen by a managing healthcare provider. The patient told the manufacturer call center that she did not have the phone number of the managing healthcare provider and the call center provided the number to the patient. Call center also discussed with the patient that if she is unable to contact the managing healthcare provider she will need to decide whether to seek more urgent medical care for her pain. Patient status at the time of this report is unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.